Event description:
It was reported by a customer in the (B)(6) that, during patient use, the 840 ventilator shut down. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), the gui to breath delivery unit (bdu) cable and the bdu pcb, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).